Event description:
The customer's mother reported via phone call that the customer had an error on the insulin pump. Customer's mother was assisted with clearing the error. Customer's blood glucose was 9.1 mmol/l. The pump may have detected a possible motor issue and the insulin delivery temporarily stopped to ensure the safety of the customer. Customer's mother stated that they tried clearing the message but nothing will work. Customer's mother cannot get the pump to rewind properly. Customer's mother was advised that the pump will need to be replaced and they will need to revert to a back-up plan. Customer has not been hospitalized or had a serious injury. Customer's mother was advised to place the pump into storage mode.

Manufacturer narrative:
The insulin pump alarmed open book during power up and a pump error noted in trace files due to out of specification force sensor. The insulin pump had minor scratches noted on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.